Manufacturer narrative:
(B)(4) received the product for investigation. A contaminated quadrox-I adult was returned. No abnormalities were detected. Product was purified with sodium hypochlorite. Leak test was performed. Leakage at the gas inlet was detected. No further abnormalities noted. Leakage of the gas side can be confirmed. Further investigation steps are momentarily not possible to be executed due to work safety issues in complaint laboratory. Maquet cardiopulmonary is currently in the mitigation of this issue. When further investigation steps can be executed again, these investigations will be performed and the complaint file will be updated accordingly. Based on the information above, the probable root cause could not be determined at this time. Device history record was reviewed. There were no references found, which are indicating a nonconformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"during the extracorporeal circulation, blood dripping from the guide port (opening for holder) and the gas outlet was noted. It was a slight leakage from the guide port and it was about 10cc leakage from the gas outlet.it was not much leakage and stopped after that, so the customer continued to use the device and finished the procedure." (B)(4).